Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions," and "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 11 states, "wear and/or deformation of articulating surfaces." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." Return expected, not yet received.

Event description:
Patient was revised approximately 6 years post-implantation due to adverse reaction to metal debris (armd) and unknown mechanical complication. During the procedure, the acetabular cup was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. UDI - (B)(4). Methods - manufacturing review, 36 labeling review. Review of manufacturing history found no evidence of product nonconformance and device likely left the manufacturer conforming to print. All components examined were noted to have surface damage of varying degrees, most likely the result of using instruments to extract the implants during the revision procedure. The cup was noted to have extensive scratching on bearing surface and several wear stripes. A conclusive root cause of the event could not be determined with the available information. This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2016-00374, 00375, 00793).

Event description:
Patient was revised approximately 6 years post-implantation due to adverse reaction to metal debris (armd) and unknown mechanical complication. During the procedure, a high speed burr had to be used to removed the taper adapter; however, there was no patient injury or delay in the procedure as a result. The acetabular cup, modular head and taper adapter were removed and replaced.